Manufacturer narrative:
One opened and partial sensor was inspected and the insertion anomaly could not be confirmed as the customer did not return the insertion needle, only the sensor. The complaint is against the serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor was separated from needle when attempting to insert sensor with serter. Customer reported that the sensor without the needle was still stuck in the serter. Customer's blood glucose was 157 mg/dl. Customer was advised that sensor and serter would be replaced.